Manufacturer narrative:
Investigation summary a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the number of misidentifications of staphylococcus has increased since the last software update. It was noted that proteus mirabilis was also increasingly being identified by other organisms. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse noted that this is unlikely to be an instrument issue and doesn¿t seem to be related to the recent software upgrade. The fse adjusted some application settings, but no additional information was provided on a potential resolution. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed one prior case with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient s. Aureus isolates were misidentified. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient s. Aureus isolates were misidentified. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k020321, k040099, and k131331. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.